Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor on the angle attachment device was making noise and was inoperable. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization.the exact date of the event was not reported, however, it was reported that the event occurred in 2018 all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the drive shaft was bent, and the bearings were damaged. It was noted that the bearing and sleeve were damaged and defective, and the drive shaft was worn. It was further determined that the device failed pretest for visual assessment, thimble lock operation, and temperature assessment. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.